Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had system error (se) 2240 (air in the cassette. The technical service representative (tsr) explained the alarm. The hp had an open clamp on an unused line. The tsr had the hp cycle the power. The hc had a se 2367. The tsr had the hp cycle the power and assisted the hp to retrieve the cassette. The hp would follow up with manual supplies. The tsr advised the hp to let the nurse know about the alarm. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the alarm. The pdrn stated that the home patient (hp) did not have any medical issues or injuries related to the reported alarm. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had an open clamp on an unused line. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.